Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced the reagent syringe, the reagent syringe case and reseated the ise tubing to resolve the issue. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining negative anion gaps for ise patient results including sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. Upon review, the customer repeated the patient samples with normal anion gaps. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.